Event description:
It was reported that the patient¿s heart rate was in the 30¿s and an interrogation indicated that the right ventricular (rv) lead had unstable thresholds. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)